Event description:
A clip applier was being used to remove a patient's gallbladder. After the clips were applied, the clips easily moved along the vessel. The clip applier was removed from service as it was not applying the clips tight enough. Applied medical sales rep. Notified by surgery team member of dissatisfaction with the operation of the device.